Manufacturer narrative:
This product was received for evaluation and the reported failure was confirmed. Tech services inspection confirmed the issue; there were permanent green stripes. The problem was caused by the faulty baton. The baton was replaced. Additional part used: glidescope avl monitor; catalog: 0570-0314l sn: (B)(4). This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, there was no picture; the monitor only showed stripes on the display. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.